Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 200 mg/dl. Customer stated that she cannot get it past rewind. Customer stated that the alarm happened another time but she was able to get it to work. Customer stated that the drive support cap is flush. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer declined to return the pump. No further assistance needed.